Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using a lighting aspiration tubing (lightning) and indigo system aspiration catheter 12 (cat12). During the procedure, the lightning unit illuminated a yellow indicator light when turned on. The lightning unit was then reset to get a green indicator light. Subsequently, a few seconds after suction thrombectomy in the patient, the lightning unit turned to a solid red indicator light and stopped working. To troubleshoot, the hospital staff powered the lightning on and off multiple times, and the indicator light remained solid red. Therefore, the lightning was removed. The procedure was completed using a new lightning and the same cat12. There was no report of an adverse effect to the patient.